Event description:
It was reported that the tip of a xia 3 titanium torque wrench broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the tip of a xia 3 titanium torque wrench broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was visually inspected and the hex tip of the torque wrench was confirmed to be fractured off. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. It was further reported that the tip broke during final tightening, anti-torque was used, and excessive force was not used. The most likely cause of the reported event was determined to be due to the device age as the device is over 12 years old.